Event description:
Received information from a nurse "in passing" that a patient underwent a tah procedure and developed a necrotizing fasciitis post operation around the wound area, while being infused with an I-flow pump.